Event description:
I've had continued brain fog, pain in my chest radiating into my arms. I have a chronic cough, hoarseness, shortness of breath, diagnosed with pneumonia, hair loss, fatigue, headaches, insomnia, numbness fingers, blurred and vision decreased, low libido, sinus infections.